Event description:
The customer reported being hospitalized due to high blood glucose of 600 mg/dl. The customer was experienced unexplained high glucose for one day. Troubleshooting was performed. The customer stated that her glucose level kept going up, and began to vomit. The programming, time, and date were correct. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime and high pressure test and they passed. The customer stated that she has not been checked for scar tissue by her doctor. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.